Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to be charged. Supplemental testing revealed that the default threshold for the cell-over-voltage and pack-over-voltage flag was overwritten to a lower value, causing the battery to unnecessarily trigger a flag that prevented the battery from charging. A cell-over-voltage and pack-over-voltage flag is triggered when a cell pair increases above a voltage threshold. The overwritten values exactly matched the battery's serial number in american standard code for information interchange (ascii), which is a character encoding standard for electronic communication. This finding might be indicative of a communication error. The battery passed functional testing after correcting the threshold values in the data flash. Based on the available information, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery, which caused the default settings for the cell-over-voltage and pack-over-voltage flags to be overwritten. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.